Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned c10 of the power control board. The burned board was noticed during machine repair for a spark and burning smell upon power up. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The power control board was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the power control board. The biomed has received the replacement power control board and will make the repair within the week. The power control board was discarded by the biomed and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.